Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Date received by manufacturer: bd was initially made aware of this complaint on (B)(6)2019. At that time, based on the information provided by the initial reporter, it was evaluated as a non-reportable incident. Additional information was later received on 2019-10-04 that changed the reportability determination. Based on the additional information received, this complaint is now considered to be an MDR reportable incident. Device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd eclipse¿ needle safety shield broke off. This was discovered during use. The following information was provided by the initial reporter: material no: 3057761, batch no: 9147623. It was reported that patients are having hematoma's after injection, and nurses are having a hard time with the needle sticks. It was also reported that needles are flimsy and won't pierce skin easy. Per customer email: we haven¿t had any needle sticks but I did email a couple weeks ago we are getting several more phone calls with patients having hematoma¿s after injections and the nurses say they are having a harder time with the actual needle stick. They are flimsy and don¿t go in the skin easy at all. Was there serious injury? No. Did the course of treatment change? No. Was there medical intervention? No. Were there any other actions taken? Just reassure patients that the hematoma will go away take ibuprofen and tylenol as needed. Are samples available for investigation? Yes all of our needles. One staff had 2 of the safety covers fall off as she was using the needle. I can send in one of each needle we order at this location.

Manufacturer narrative:
Investigation summary: three representative samples were received by our quality team for investigation. The three representative samples were subjected to visual inspection to check on cannula hooked/ damaged point, cannula angularity, safety shield fall off/break off testing and flour testing. All three samples passed all testing, therefore; the incident could not be verified. A device history record review found no non-conformances associated with this issue during production of this batch. Based on our quality team's investigation the probable root cause could not be determined.

Event description:
It was reported that bd eclipse¿ needle safety shield broke off. This was discovered during use. The following information was provided by the initial reporter: material no: 3057761 batch no: 9147623. It was reported that patients are having hematoma's after injection, and nurses are having a hard time with the needle sticks. It was also reported that needles are flimsy and won't pierce skin easy. Per customer email: we haven't had any needle sticks but I did email a couple weeks ago we are getting several more phone calls with patients having hematoma¿s after injections and the nurses say they are having a harder time with the actual needle stick. They are flimsy and don¿t go in the skin easy at all. Was there serious injury? No. Did the course of treatment change? No. Was there medical intervention? No. Were there any other actions taken? Just reassure patients that the hematoma will go away take ibuprofen and tylenol as needed. Are samples available for investigation? Yes all of our needles. One staff had 2 of the safety covers fall off as she was using the needle. I can send in one of each needle we order at this location.